Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Imdrf device code a0406 captures the reportable event of suture multiple knots in ligator.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the colon during a variceal banding procedure performed on (B)(6) 2026. It was reported that during the procedure, band deployment failed starting from the first band. Upon removal of the scope for closer inspection, it was observed that the suture was tangled, preventing proper band deployment. As all bands have to be deployed before removing the ligating device, the physician had to manually manipulate the bands. There was no difficulty setting up the device. The procedure was subsequently completed using another speedband superview super 7 device. There were no patient complications reported as a result of this event. Note: the complainant reported that the device was used in the colon. However, according to the instructions for use (IFU), the speedband superview super 7 band ligator is indicated for endoscopic ligation of esophageal varices and anorectal hemorrhoids. It is not intended for use in the colon.